Manufacturer narrative:
This report is for an unknown cannulated screw/ unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is against maude report mw5091039, a copy is attached. It was reported that on an unknown date, the patient underwent a revision procedure due to pain in the left hip attributed to the hardware. Initially, the patient underwent an open reduction internal fixation (orif) of the left hip on an unknown date. Patient and surgical outcome were unknown. This report captures the post-op event where an unknown plate and 3 cannulated screws were removed due to pain in the left hip attributed to the hardware, while related complaint (B)(4) will capture the intra-op event where an unknown screwdriver was broke and 1 screw was stripped during the revision procedure. This report is for one (1) unknown cannulated screw. This is report 3 of 4 for complaint (B)(4).